Event description:
In 2006 a patient underwent treatment of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. The trunk-ipsilateral leg component was positioned just below the level of the lowest renal artery and deployed. Due to an unexpected temporary failure of the c-arm, the original image used to locate the renal arteries had changed, leading the device to unintentionally cover both renal arteries. The patient was converted to an open repair, tolerated the procedure, but was noted to have poor urine output.